Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for a system error 2240 (air in set) was not confirmed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se 2367 which occurred on home choice (hc) during initial drain. The baxter technical representative (tsr) asked the hp if there was another alarm prior to se 2367 and the hp stated no. The tsr reviewed the alarm log. The hp had se 2240 prior to se 2367. The tsr explained to the hp that air had entered the set up and will need to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. The writer spoke with the home patient's (hp) nurse on (B)(6) 2011 regarding the reported problem. The nurse said she had spoken to the hp's husband and after they reset up it was okay. The nurse said they had not had any problems since. The nurse was unable to provide any information on the supplies or the cause of the alarm. No patient injury or medical intervention was reported.